Event description:
The surgeon attempted to insert an aq2010v silicone three-piece lens but the haptics tore. The lens was not inserted. Additional information has been requested from the facility but none has been forthcoming.